Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 36 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Diameter result conducted on the closed samples received is 0.175 mm in average and fulfills the requirements of the european pharmacopoeia (ep) for this size and thread: 0.150 mm < xave < 0.199 mm. Diameter average result is in the medium range of ep requirements for usp size of 5/0. Wire size of the samples received is 0.50 mm, according to the needle characteristics established for this product. The ratio needle-thread is the correct and the usual one for this article-code. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. The needle ratio is too big in comparison to the thread. Surgery was a pancreas anastomosis. Branch canal bleeding was the result. Please check the ratios of the needle and the thread.